Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. The final confirmatory angiography confirmed that the left internal iliac artery was occluded. Since no endoleak was observed, the physician decided to complete the procedure without any particular treatment for the occlusion. There has been no pt outcome provided and no images will be provided to assist in this investigation.

Manufacturer narrative:
(B)(4): occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities..." "...incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description as well as the physicians comments: "although I thought that I placed the left iliac leg a little above left iia bifurcation area, the position should have been a little upper site." We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient per qera (quality engineering risk assessment).